Event description:
Information received indicates the hi/low function is drifting down.

Manufacturer narrative:
The technician found the hi/low drive was over greased and worn. The technician replaced the hi/low drive to repair the bed.